Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "left side capsular contracture baker grade ii/iii with ptosis."

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, e1, e2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and patient's concern with the product.

Event description:
Healthcare professional reported a left side implant exchange due to concerns with the product. Patient also reported left side rupture. Device remains implanted.